Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2019, in order to remove the abutment due to skin overgrowth at the implant site. The implanted fixture remains insitu.